Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to a carescape r860 when it was reported that despite the ventilation parameters being set with a peep of 10 mbar and a p inspiration pressure (pinsp) of 10 mbar, the peak pressure (ppeak) increased to over 30 mbar. It was alleged that the patient desaturated and reported relevant circulatory impairment. The patient was manually ventilated with an ambu bag and the device was swapped out. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcareâs (gehc) investigation has been completed and the root cause could not be determined. The gehcâs field engineer completed a review of the system logs and determined there was no malfunction of the gehc device. Therefore, the root cause of the patient desaturation is undetermined.